Event description:
This report is to advise of a detached/displaced electrode noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed electrode 2 was detached and displaced, in addition to electrode 3 being detached from conductor wire 3. Further information provided by the field indicated that an 8 f sheath was used with the tacticath se catheter during the procedure. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) states that the device ¿is compatible with introducers or sheaths with a minimum diameter of 8.5 f.¿ in addition, the IFU also specifies that the distal section of the catheter is an 8 f diameter, which would be the same diameter as the first sheath used in the procedure. The displaced and damaged electrode rings is consistent with using an 8 f introducer.